Event description:
Boston scientific received info that approx one hour post implant, this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,200 ohms, with ventricular loss of capture (loc) and increased pacing threshold measurements. Additionally, the pt implanted with this rv lead reported severe pain under the left breast. The lead was determined to be dislodged. An invasive revision procedure was performed and the rv lead was repositioned with pacing impedance measurements greater than 2,500 ohms. The rv lead was ultimately explanted and replaced. No further complications were observed. The lead was returned to allow for reliable analysis.